Manufacturer narrative:
(B)(4) infection occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent colorectal resection on an unknown date and suture was used. It was reported that the patient experienced surgical site infection within 30 days after hospital discharge. It was reported that patient experienced wound hematoma, swelling, and possible wound seroma. Additional information has been requested.